Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete.

Event description:
A (B)(6) male patient was presented with nstemi and hypotensive. The procedure was for acute myocardial infarction/cardiogenic shock. The customer reported they were notified of a complaint involving an oscor 14fr x 25cm introducer (material/model # unknown, and lot # unknown). The physician "cracked" the introducer while it was still in the patient's groin. Patient loss 50cc of blood, as bleeding could not be controlled, therefore, the supplied short introducer was used. There was no unplanned surgical intervention or blood products required. It was reported possible issue was caused by poor training, physician forgot the steps. The procedure was completed successfully with a new introducer. The device will not be returned for evaluation as it was discarded by the customer. Patient outcome was reported as no harm. No additional information available.

Manufacturer narrative:
The device used in treatment. The device was not returned for analysis (discarded), therefore, the exact cause of the product issue cannot be determined and the clinical observation could not be confirmed. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. The following controls are in place to mitigate the reported product issue. Per abiomed introducer sheath in-process and final inspections procedure: 9.2.1:b measure dimensions: measure tip i.d. Of sheath using appropriate pin gauges to be in range of 0.305" - 0.307" for 23f. 9.2.2 visual inspection: using 10x magnification, verify the tip is round, no flash protruding greater than 0.4 mm (0.016") and no flash with width (around circumference) greater than 0.7 mm (0.028"), no splitting, cracks or other damages. Per section 12.2, visual inspection, with naked eye at a distance of 12" to 18", verify the assembled sheath matches the drawing. Ensure parts are free of kinks, cracks, splits, sinks, excessive flash, loose/embedded fm, or any other damages. Abiomed, inc. Provides the instructions for use (IFU) for this product. Based on the investigation, a CAPA is not required as findings did not identify a design, labeling or manufacturing non-conformity. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.